Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During implant, it was noted that the leadless pacemaker failed to separate from the delivery catheter. The reported leadless pacemaker was not installed and the procedure was completed with an alternative leadless pacemaker on (B)(6)2022 . The patient was in stable condition.

Manufacturer narrative:
The reported event of separation failure was not confirmed. As received, a device was returned for analysis. Visual inspection and longevity assessment did not identify any anomalies.